Manufacturer narrative:
(B)(4): device was not being returned for evaluation.(B)(4)

Event description:
Green suture snapped just after the anchor was seated in the bone. The entire green suture was not removed from the patient.